Event description:
The rptr stated that they did back to back (rapid succession) blood glucose tests, using one fingerstick for their first 2 tests and a different fingerstick for 3 following. Their results were 132, 140, 170, 176 and 202 mg/dl. They did not have any symptoms. On followup, the rptr stated that they check the strip confirmation dot. Their testing technique is accurate, and they stated that they insert strip correctly into meter. The rptr stated that they had not cleaned their meter for several months, and that they used control solution only occasionally. No harm was alleged.